Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.

Event description:
According to the article titled "short and intermediate-term results of transcatheter closure of atrial septal defect with the amplatzer septal occluder" reported the following events: three patients experienced severe complications: one had transient complete atrioventricular block (fe-19290-002), one had tamponade requiring drainage (fe-19290-001), and one had dislodgement of the device requiring emergent operation (fe-19290-003).